Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 280, 500 and 150 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer also reported that after taking medication, glucose meter reading was 40 mg/dl and experienced shakiness. The next morning, a glucose meter reading of "hi" (<500 m g/dl) was obtained and received the same result later that same day. While getting these high readings, customer reports that high sugar levels were reflected in frequent urination. Customer was taken to medical facility and was provided an i.v. Solution to lower glucose.